Event description:
Related manufacturer reference number: 2017865-2021-37091. It was reported that the patient presented for a follow-up in clinic experiencing dizziness. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high capturing threshold and failure to capture, and the left ventricular (lv) lead exhibited a failure to capture. Programming changes were made. The patient was stable.